Event description:
It was reported that during an unknown spinal procedure, the set screw broke during insertion. The broken pieces were able to be removed and no patient complications were reported. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.